Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: lead. Product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for gastric stimulation. It was reported that the patient went to the hcp office on (B)(6) 2019 with a shocking sensation 1-2 times daily. The patient needed an MRI and needed the system removed. It was unknown what may have led to this and what diagnostics were performed, but the system was explanted on (B)(6) 2020. It was unknown if the event was resolved. No further complications were reported or anticipated.